Manufacturer narrative:
Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 361837, model/catalog description: precision montage MRI ipg sterile kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having infection at the midline incision site and pocket site. Symptoms were warm, erythematous, tenderness, and wound dehiscence. Purulent discharge was noted in both lead and ipg. It was also reported that the physician noticed the lead was disintegrated. The patient underwent explant.